Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the liquid crystal display had an electrical failure and it was noted that the cursor was jumping in the upper right quadrant of the display. All found defective parts were replaced and all other identified issues were resolved. The programmer passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was returned for preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.